Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing pain at their implant site. The implantable cardioverter defibrillator (ICD) was relocated deeper into the pocket and the leads remained connected. No device issue was reported. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.